Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopy with this device, the doctor found that the teflon pad was heavy deformed and it became loose. He changed another scissors and completed the procedure. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad partially separated from the metal part of the grasping section. It did not fall off. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in abundance of caution.